Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy retinal surgery an ophthalmic forceps¿s tip broke into eye. The surgery was completed on same day by an alternate forceps by removing the pieces with no patient harm.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The returned instrument was received in its inner and outer blister, covered with the tyvek lid foil showing the lot information. However, the device was not correctly positioned in the blister. The product evidently shows macroscopic signs of damage, namely that one of the forceps arms is broken off. The instrument ant the broke off arm were visually inspected with the aid of a photomicroscope under various magnifications. The fractured surfaces do not show any abnormalities that would indicate a root cause for the breakage. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint it cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).